Manufacturer narrative:
Results: both power cord plugs had bent and loose prongs resulting in the bed having intermittent power.

Event description:
It was reported by service report that both power cord plugs had bent and the bed had intermittent power. No pt involvement or adverse consequences were reported.